Manufacturer narrative:
Our investigation of the returned opened and used product revealed the flexor sheath material has pulled out of the hub. This appears to be due to an inadequate flare.

Event description:
The device in question was removed at the end of the pta crossover procedure. However, while pulling the introducer during removal, the side of the valve separated. The device was kinked and clipped, remaining within the patient for another two hours before removal. There was a lot of blood. No problems for the patient, but an inconvenience.